Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received one (1) opened/unused, endobronchial tube. As received, there were no damages or anomalies observed. In order to replicate clinical use, the bronchial and tracheal cuffs were inflated using an ICU medical provided syringe. It is observed that the bronchial cuff (blue cuff) inflated at a slower rate but managed to inflate completely. The complaint of cuff not inflating can be confirmed. The probable cause is due to solvent application error. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Lot number: 4458363 d4: expiration date and h4: manufacture date are unknown, invalid lot number provided by the customer b3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "when we performed a cuff check, we found that the cuff did not inflate. The event occurred before patient use/during priming at the facility. There was no patient involvement, and no patient harm/adverse event reported.